Event description:
Information was received indicating that this syringe infusion pump exhibited a motor not running error. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump noted cracks in the pump case. Review of the event log noted a motor not running error. An occlusion test was performed and confirmed the motor not running. It was found that the worm coupling had a defect; the tip of the worm coupling was very short. The worm coupling was replaced, and following repair, the pump passed functional and delivery accuracy testing within manufacturing specification. Based on the evidence, the complaint was confirmed. The root cause was attributed to a supplier issue.